Event description:
It was reported the pt's device reportedly stopped working several months ago. The pt was scheduled for revision surgery 2008. Prior to surgery, impedance readings were checked and many were >4000 ohms. When the lead was disconnected from the extension, it was noted the insulation below the contacts was frayed. The lead was replaced. The ins and extension were also replaced. Following the revision, the pt was getting excellent stimulation across the back and legs.